Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Insulin pump received with minor scratched lcd window, keypad overlay texture damage, missing serial number label, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 600 mg/dl due to pump shutting off. Issue was not resolved by troubleshooting. Reportedly, the insulin pump also had cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.